Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife reported that on (B)(6) 2016 the customer woke up and was feeling "shaky" and had a headache. The customer attempted to perform a test, but his adc blood glucose meter wasn't working (meter powers on and then shuts off). The customer was taken to an emergency room, where a blood glucose test was performed with the ER's meter with a result of 459 mg/dl. The customer was diagnosed with hyperglycemia, and treated with 10 units of levemir insulin. He was also treated with steroids for his asthma, and kept for observation for 2 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression and with strips insertion. Meter turning off with button depression was not observed. The complaint is not confirmed.